Event description:
(B)(4). Essure was inserted in 2013...I suffered severe bleeding for over a year from the day they were inserted, the pain on both my left and ride side are worse then labor! I went to a new ob who ended up performing a procedure to cortirze my uterus to stop the bleeding, when doing so he found 1 migrated essure, he was able to remove it. Since then the right side pain has gone away but the left is unbearable!! I have been in the hospital many many times due to the left side stabbing pain. My abdomen has severe bloating, and I suffer from ongoing bleeding, the pain on my left side feels like I am being stabbed and that someone is twisting my ovary. I also get sudden severe pain that shoots across from left to right that feels like electricity ...this has ruined my everyday life!!!!